Event description:
It was reported that empty cartridge alarms occurred while the cartridge was not empty. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.